Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned to the manufacturer. The implant coil was detached from the pusher. The implant coil was complete with the marker band and distal ball present. The implant coil appeared otherwise to be within specification. The pusher heater coil was visibly compressed beneath the black pet. The attachment tether monofilament was retrieved. The distal tip appeared stretched and the monofilament had a tail, which is consistent with a possible tensile pull and failure. Based on the information provided and the device evaluation, the reported complaint of coil detachment can be confirmed. The specific root cause of the issue cannot be determined; however, the device exhibited evidence of the application of excessive force during the positioning/deployment of the coil that overcame the tensile strength of the device/materials.

Event description:
It was reported that after approximately 10cm of an embolization coil had been placed in a venous sinus, the coil detached in the microcatheter without use of the controller. Both segments of the coil were successfully removed in their entirety. There was no reported patient injury or intervention. The patient's current status is reported to be fine.